Event description:
It was reported that this right ventricular (rv) lead was found to have perforated the heart wall for this patient a few days after implantation. The device exhibited high pacing thresholds, decreased amplitude and high impedance. The perforation into the cardiac sac was confirmed through imaging. The patient experienced pain and discomfort on the chest area. The patient underwent surgical intervention to repair the tissue and successfully reposition the lead. The device remains in service. No additional adverse patient effects were reported.